Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard mesh pre-shaped w/ keyhole (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st and bard pre-shape/keyhole on (B)(6) 2011 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2017) is considered to be a best estimate.this supplemental emdr represents the bard/davol - ventralight st mesh (device #2). An additional supplemental emdr was submitted to represent bard mesh pre-shaped w/ keyhole (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st and bard pre-shape/keyhole on (B)(6) 2011 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of bard mesh pre-shaped w/ keyhole (device #1). (Note: no op notes were provided). (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent repair with implant of synthetic mesh. (B)(6) 2019 - patient was diagnosed with incarcerated recurrent ventral incisional hernia thereby underwent open repair with implant of ventralight st mesh (device #2). Per op notes, "noted down the adhesions. Incision was made across the midline, the previous mesh (device #1) was identified. A ventralight st mesh (device #2) was placed using prolene sutures." (B)(6) 2020 - patient was diagnosed with recurrent incisional hernia thereby underwent repair. Per op notes, "intra-abdominal adhesions were taken down. The previous mesh was well incorporated and not removed. An unknown mesh was placed into the abdomen."